Event description:
The customer reported a system fluid leak. Four cases were cancelled. There was no patient injury reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the reported issue. The system was tested, and met all product specifications. The root cause of the event cannot be determined in this investigation.